Event description:
It was reported that noise was observed on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator, implanted: (B)(6) 2008; 4968 implantable pacing lead, implanted (B)(6) 2008. (B)(4).